Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found cotton from tampon in vagina [foreign body in reproductive tract]. Tampon broke inside [device breakage]. Case description: consumer reported via phone that the tampon broke inside of her. No serious injury was reported.